Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device not working was confirmed. A visual and functional assessment was performed on the device which found that it had excessive vibration and the tip was flared out. During repair, it was observed that the device was missing the bearings and spacers. It was determined that the issue with the excessive vibration and the flared out nose tube was due to the missing bearings and spacers which caused the cutter to vibrate and come in contact with the nose tube. It was determined that the issue with the missing bearings and spacers was consistent with degradation of loctite thread-locker adhesion to the threaded mating inner locking mechanism components from normal use over time which caused the lock bushing to loosen and fall out along with the bearings therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device was not working. During in-house engineering evaluation, it was determined that the device had excessive vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.